Event description:
It was reported that patient underwent knee procedure in 2009. During procedure, surgeon was unable to engage the oss locking pin. Additional component was available and used to complete the procedure with no further complications.

Manufacturer narrative:
There have been no trends identified related to this type of event.